Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. The investigation could not draw any conclusions about the reported event. Based on the investigation and the information available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain and limited range of motion.